Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation from product analysis indicates that the communicator showed pest infestation.

Event description:
Boston scientific received information that the communicator had a burning smell. A boston scientific company representative asked about the connection and the phone service the patient was using for the communicator. The company representative discussed to the patient other phone connection options for the communicator along with the cellular adapter. The company representative advised the patient to replace the communicator and a return label was sent. The communicator is out of service. No adverse patient effects were reported.